Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device's battery was defective. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device battery logs and battery evaluation confirmed the reported defective battery. Based on all available evidence and previous investigations of similar complaints, the investigation determined the complaint was most likely due to an isolated component failure within the battery assembly. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device's battery was defective. There was no patient injury reported as a result of this incident.